Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced "very bad glare and halos." The patient also reported "can't drive well at work." The iol was exchanged for a different model lens in a secondary procedure. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).